Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) had the home patient (hp) power cycle the hc to end therapy and review the alarm log. There were no previous alarm that night. The hp understood and the hp would finish with manuals. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013. He said he did not notice anything unusual with the supplies that day. He said there were no open clamps on any unused lines and everything primed fine. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.